Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm model #: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient confirmed that there was no device malfunction suspected with the explanted devices.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.